Event description:
During a ventricular tachycardia, there was a map shift impacting the procedure resulting in it being unsuccessful. A map of the left ventricle was created with the hd grid. When that catheter was exchanged for the tacticath se, there was a significant shift in the catheter location and was appearing outside of the geometry. A cs electrode was being used as positional reference and it was still showing in the same location (ie. Green ball with position reference tool). When the hd grid was later inserted again, it located more similar to what the ablation catheter was but still located a bit more inferior in 3d space than either the first hd grid geometry or when the tacticath se was inserted. A 2nd geometry was created, when using the nav se field scaling, the whole model was flat like a pancake, navx field scaling was also flat with lv2 geo. There were no outlier geometry point that may have caused this issue. Field scaling was then switched off. Although there were no direct adverse events to patient, the map shift likely led to inaccurate lesion placement and contributed to an unsuccessful procedure, as the patient is still experiencing ventricular tachycardia. There were no alleged issue with the catheters used during the procedure.

Manufacturer narrative:
Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. Catheter display shift is consistent with any number of the following: patient re-positioning such as upper limb motion and displacement of the chest or abdomen. Positional reference electrode dislodgement. Patch connection, adhesion, or placement issues. Non-transient shifts can be related to the gravitational shift of body weight as the patient relaxes during the procedure and subsequent gradual impedance changes in the body. -powering up or shutting down other lab equipment can cause electromagnetic interference with the abbott equipment. In addition, changing connections to other lab equipment such as a stim generator can cause catheter shift. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.